Event description:
The manufacturer received information alleging a patient passed away while using a ventilator. The caregiver states she was not sure if the device alarmed or if she slept through the alarm.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the device was found to operate and alarm (audibly and visually) as designed. No malfunctions were observed with the device that would cause or contribute to the reported event. Review of the device's downloaded error log indicates the device's ac power was disconnected on (B)(6) 2014 at 8:53 pm and the device visually and audibly alarmed to alert the caregiver who silenced the alarm acknowledging the device was no longer operating on ac power. Upon the ac disconnect, the ventilator began operating from its detachable battery. The detachable battery depleted on (B)(6) 2014 at 12:13 am. The device visually and audibly alarmed at this time to alert the caregiver. On (B)(6) 2014 between 2:02 am and 2:13 am the device alarmed multiple times for patient disconnect and low tidal volume and these alarms were acknowledged/silence by the caregiver. When the ventilator's detachable battery was depleted, the device switched to its internal battery as designed. On (B)(6) 2014 at 3:05 am, the device visually and audibly alarmed for the internal battery nearing depletion. On (B)(6) 2014 at 3:16 am, the ventilator shut off due to depleted batteries. The manufacturer concludes the device operated and alarmed as designed. The event occurred due to depleted batteries when the device was no connected to an ac source.